Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient requested assistance with pairing new communicator. Walked pt through pairing new communicator with old handset. Pt initially reported getting communicator not found. Pt confirmed communicator was not plugged into charging cable. Pt pressed switch communicator then was able to successfully pair new communicator with old handset. Following pairing communicator, pt reported getting power on reset detected message when attempted to connect with their ins. Pt stated they have seen this message in the past. Pt provided event date for when pt first got por message as "a long time ago". Pt pressed ok as pt stated that is what they have been told in the past. Pt successfully connected with their ins and stated therapy was off. Pt turned therapy on and then reported stimulation was not comfortable once turned on. Reviewed to decrease stimulation to a comfortable setting. Pt decreased stimulation and stated they could "tolerate" that setting". Reviewed therapy/implant ov erview. Pt stated they have been very careful as they had a hard time in the beginning adjusting. Pt stated now they have been comfortable on program 4. Pt stated every time they recharge (stated they need to recharge weekly) they increase "1 digit". Agent tried to clarify if by pt's statement that they had "a hard time in the beginning adjusting" if pt meant they had a hard time with adjusting to a comfortable setting and if setting was uncomfortable pt had to decrease to comfortable setting. Pt stated yeah, then stated they had to experiment with different programs. Pt stated they were doing really good on program 4 and then suddenly a little while back probably a month or so ago, maybe more, when they "went up on the number" they did not feel the stimulation. Reviewed therapy/stimulation overview/expectations. Pt stated that's when they started going up every week when they would charge (increased "1 digit").